Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/22/2017 with the following findings: during investigation, the pump powered on to a blank display. The pump was opened to find no intermittent conditions on the display flex connector. A test display was installed and the pump was fully functional. The dim fading display complaint was unable to be investigated due to the blank display. Unrelated to the original complaint, the battery compartment was cracked from the threads to the case seal left of the grip pad, and from below the grip pad to the case seal.